Event description:
It was reported the patient experienced an overdose and this happened several months ago when the healthcare provider (hcp) decided to add morphine to his pump. The patient all of a sudden blacked out and ¿woke up in the hospital.¿ it was reported the patient ¿almost died.¿ it was noted the patient did not know the details and ¿had a bad memory.¿ it was also reported the patient was using a walker to walk prior to this incident, but now was in a wheel chair. The patient¿s legs tucked up so tight that ¿he could not get his hands in there.¿ the patient¿s status was unknown. It was also reported the patient dismissed the doctor and was trying to establish care with a new doctor. The patient would like to be filled at his home. The pump was being used to deliver morphine and currently was delivering baclofen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8591-38, lot# d26866, implanted: (B)(6) 2012, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that per the patient there was nothing wrong with the pump. The patient felt it was a ¿use error¿.

Event description:
Additional information received from a consumer indicated that the patient was just now starting to think clearly following the overdose event.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer. In 2014, morphine was added to the patient's pump in addition to the baclofen that was already in the pump. The patient had experienced an overdose. The patient had been in the hospital for three days and in rehab for months. The pump was turned down low and it caused the patient's leg to contract really hard. This caused the patient's hip to get crushed. A previous x-ray that had been taken on an unknown date, showed arthritis, but did not indicate the need for a hip replacement. It was noted that the contractions put the patient in a wheelchair. After the overdose and contractions, the patient's hip was broken and was unable to be repaired. The patient was trying to get a hip replacement, but the patient's leg was so contracted (leg was tight so that his heel was against his butt) that he couldn't get the hip replacement surgery. The patient was told that the morphine should have been mixed and then injected into the pump. It was questioned whether or not the drug should have been removed and reintroduced into the pump. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient wanted to know what the statistics were of how many overdoses happen to patients who have the pump. The patient complained that his leg is not getting the electrical impulses to make his leg work. At the time of the report, the patient was in the hospital due to the device therapy and was on some kind of muscle relaxer. The patient's complaint of his leg not getting electrical impulses was related to the aforementioned events of overdose in 2014, but also stated that the event was current at the time of the report. The patient recalled that his hip was crushed due to his medication that he reported in previous reports. The patient had an x-ray of his hip prior to the issue, and after the hip was crushed due to muscle tightening keeping his left foot to his butt so tight you could not even get a wash cloth in between.

Event description:
Additional information received reported that the patient was overdosed and "out for 3 days". As of (B)(6) 2015 the patient was still in a wheelchair as a result of the overdose. Per the patient the morphine "kicked my butt".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that patient's eye sight was affected and thought he was going blind. Instead of taking out old medication and putting in fresh medication the healthcare professional just turned it way down. No further complications were reported.